Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when add'l info is received from the hcp.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule did not attach to the pt's esophagus. The pt wretched throughout the procedure and the capsule was found in the pt's mouth. No serious injury to the pt was reported.